Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's meter has been returned to lfs product analysis on (B)(4) 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report.

Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 11 pm. She obtained a glucose result of "553 mg/dl" on the subject meter, which she felt was inaccurate high compared to her feelings/normal values. The patient stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue she reportedly took her usual dose of medication based on sliding scale of 4.1u of novolog. She reported that while the pump was infusing her dose of insulin, she tested again with the subject meter and obtained a glucose result of "114 mg/dl" and decided to eat some cake to help bring up her glucose level. The patient claimed waking up on (B)(6) 2012 at 2 am, after the alleged issue started, feeling shaky, like she was going to pass out and perspiring. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. The patient's meter has been returned to lfs product analysis on (B)(4) 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.